Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering confirmed that the sheath was torn from ring to ring along the seam. Based on the condition of the returned unit, it is likely that the reported event was caused by instruments that were used during the procedure. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional information was received via email from sales manager on tuesday august 29, 2017: - at what point during the case did the surgeon/staff realize the sheath was torn? During the surgery, after being inserted to the patient body. - was the cap on the product when the surgeon/staff realized the sheath was torn? No. There was no damage on the cap. - did any instrumentation come in contact with the sheath? If so, was the instrumentation being placed through a trocar through the cap? Common laparoscopic instruments were used through the trocar on the cap. - did the sheath particulate? Yes. Sheath particulated. - was all material retrieved yes. Retrieved.

Manufacturer narrative:
Applied medical has just received the event device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: lap hemi colectomy event description: "the sheath was torn during the surgery." Additional information was received via email from sales manager on tuesday (B)(6) 2017: the surgeon/staff realize the sheath was torn during the surgery, after being inserted to the patient body. There was no damage on the cap. Common laparoscopic instruments were used through the trocar on the cap. The sheath particulated and all material was retrieved. Type of intervention: unk. Patient status: "no patient injury".